Event description:
Patient developed second degree vaginal burn post-hydrothermal ablation due to equipment power failure during procedure. The machine had been plugged into a power strip on the monitor tower rather than into a wall socket. This caused the machine to power down during the beginning of the "heat up" portion of the procedure. Machines were separated at that time and restarted promptly. The power down incident caused hot fluid to leak out of the machine into the pt's vagina causing the above described burns.